Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 using tests from the same lot. The consumer stated the first test generated a positive result and the second test generated a negative result. The consumer was asymptomatic and confirmed there was no harm due to the test result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 870983a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 870983a, test base part number 195-430wjr/ lot 870983. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 870983a showed that the complaint rate is (B)(4)% and (B)(4)% respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 using tests from the same lot. The consumer stated the first test generated a positive result and the second test generated a negative result. The consumer was asymptomatic and confirmed there was no harm due to the test result. No additional patient information, including treatment and outcome, was provided.